Manufacturer narrative:
Section a. Patient information: not available despite multiple good faith efforts.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver tip broke. The procedure was successfully completed with a replacement device. The device will not be returned for analysis, as the facility would not release implants and instruments. No additional adverse patient effects were reported.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver tip broke. The procedure was successfully completed with a replacement device. The device will not be returned for analysis, as the facility would not release implants and instruments. No additional adverse patient effects were reported.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Section a. Patient information: not available despite multiple good faith efforts.